Event description:
It was reported that the patient had a small "possible granuloma" possibly in (B)(6) 2013. As of (B)(6) 2014, the pump was being used to deliver clonidine, bupivacaine, and morphine, but it was unknown what was contained in the pump at the time of the event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).